Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4).

Event description:
(B)(4). Rotaflow shutdown inexplicably; no patient injury/harm.

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The device was investigated by a maquet service technician: it was unable to duplicate the error. As a preventive measure the battery pack was replaced. The preventive maintenance was completed. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference#:(B)(4). Autonumber#: (B)(4).